Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to exhibiting no capture at maximum output and high out of range pace impedance greater than 3000 ohms. The cause of these ra lead issues were not determined. There were no additional adverse patient effects.